Event description:
The customer's mother called to report that the insulin pump was not delivering any insulin. The mother was not with the customer at the time of the call, therefore, troubleshooting could not be conducted. Advised the mother to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.